Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: we presume from the following investigation result that printed circuit board in the connector had abnormality, which led to the suggested event. As cause of the above abnormality, we presume from finding of defective if board and ad-board that internal pcb received irregular stress by applying external by hitting in handling of the device. However, we could not specify the cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope exhibited no image output. The issue occurred during reprocessing for an unspecified procedure. There were no reports of patient harm.